Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.75 x 16mmmm stent delivery system was returned for analysis. A visual, tactile, and microscopic examination of the hypotube shaft identified a break at 20.6cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft in the middle of the stent was broken. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft in the middle of the stent was broken. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.